Event description:
It was reported to philips that the device's can not boot up. No adverse event involving patient or user was reported.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was localized to defective flash memory u39/u40.